Event description:
Country of complaint: (B)(6). The plastic tip is broken in 3 different cases: the tip broke on the table, no problem; during the procedure of cholecystectomy it fell in the body. The procedure had a delay of 20 minutes; during the procedure of cholecystectomy it fell in the body and it was not found. The procedure had a delay of 30 minutes.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site eval: the magazines arrived clean and in a decontaminated condition. On one magazine the nose is completely missing, on the other and nose is bent and part of the tip is broken off. Microscopic inspection: neither the magazine with the complete missing nose or the magazine with the bent nose and missing tip are showing any indications of a metrial problem such as micro cracks, knit lines or embrittling. With the complained parts we got two sealed magazines of the same lot. These were compared with other pl579t of lot 52013321. Result: there are no indications of any deviation. Conclusion: without further knowledge about the circumstances, we assume that the magazines were predamaged during removal from package. The clip magazines must not be removed by the nose. The edge between nose and magazine body is the weakest point of the clip magazine. It takes minor force to damage the nose or break it off.